Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, curved opening and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: three curved striated openings on anterior side assessed as surgical damage. Based on the device analysis the final assessment is three curved striated openings assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reports a right side capsular contracture, baker grade iii. Device has been explanted.